Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, an available information. It is likely that the issue could be related to factors that can occur with the interaction between the rotapro and rotawire, as well as operational factors such as handling/technique at the moment to manipulate both devices, causing the reported event.

Event description:
It was reported that the catheter burr became stuck with the guidewire. The 10 mm long and 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) with a vessel diameter of 3.00 mm. A 1.50mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that the burr became stuck with the guidewire. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. The rotawire and burr were removed together as one unit from the patient.

Manufacturer narrative:
E1: (B)(6) hospital. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter burr became stuck with the guidewire. The 10 mm long and 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) with a vessel diameter of 3.00 mm. A 1.50mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that the burr became stuck with the guidewire. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.